Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle was held for "8 seconds" during use, and upon removal, insulin leaked out over the skin. It was also reportedly hard to push, and held for "30-45 seconds" due to having "so much pressure", with the consumer having to rotate injection sites to complete the "40" unit injection. New pen needles were reportedly used for each injection, and they were primed, but not tightened during the attachment. The pen needle was also reported to be bent, but it is unknown which end was bent. Lot #'s 9015890 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported 90% of the pen needle does not work. When he stick it in the skin somewhere it won't move.if he holds it for 8 seconds and removes the needle, insulin runs over the skin. It gets hard to push. He uses 2 insulin pens. Levarmir is one. Sometimes he slowly holds it for 30-45 seconds there is so much pressure. Sometime he has to rotate the injection site to complete the injection. He uses 40 unites. He uses the new pen needle each time of his injection. He does not tighten the pen needle during attachment. He does the priming and he sees insulin coming out. He does rotate the skin site. He says since injection sites leaves little bump and takes 2 days to heal he has to rotate the site and when he discussed with other friends it happens among them as well. He stated 90% of the pen needle is bent when he visually tests. He would not cooperate to answer which side needle is bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015890. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was held for "8 seconds" during use, and upon removal, insulin leaked out over the skin. It was also reportedly hard to push, and held for "30-45 seconds" due to having "so much pressure", with the consumer having to rotate injection sites to complete the "40" unit injection. New pen needles were reportedly used for each injection, and they were primed, but not tightened during the attachment. The pen needle was also reported to be bent, but it is unknown which end was bent. Lot #'s 9015890 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported 90% of the pen needle does not work. When he stick it in the skin somewhere it won't move. If he holds it for 8 seconds and removes the needle, insulin runs over the skin. It gets hard to push. He uses 2 insulin pens. Levarmir is one. Sometimes he slowly holds it for 30-45 seconds there is so much pressure. Sometime he has to rotate the injection site to complete the injection. He uses 40 unites. He uses the new pen needle each time of his injection. He does not tighten the pen needle during attachment. He does the priming and he sees insulin coming out. He does rotate the skin site. He says since injection sites leaves little bump and takes 2 days to heal he has to rotate the site and when he discussed with other friends it happens among them as well. He stated 90% of the pen needle is bent when he visually tests. He would not cooperate to answer which side needle is bent."